Event description:
A report was received that the patient underwent an explant procedure due to stimulation making the patient's migraine headaches worsen. The device was working properly and the patient is reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-8216-70 serial: (B)(4) description: artisan surgical lead, 70cm. A review of the manufacturing documentation of the devices found that no anomalies or deviations potentially related to the event occurred during manufacturing.